Event description:
The reporter stated that reporter did back to back blood glucose tests, one after the other, using different fingersticks and strips. Results were 152, 170, 195 and 171 mg/dl. Reporter did not have any symptoms. A control solution test was in range, 133 (96-143). No harm was alleged.